Event description:
In 2002, the pt's parent reported that the pt might have bumped heads with a playmate. The next day, the pt's sound processor reportedly, was not locking. The pt was seen at the implant center in september 2002 for device evaluation. At that time, external equipment was exchanged. Testing was performed by a co rep. The testing conducted confirmed that the device was no longer functioning. Surgery has been scheduled to explant the device.